Manufacturer narrative:
Investigation is pending.

Event description:
During a plif revision surgery performed at the pt's request, the t-handles on the universal driver bent while removing the screws. The surgeon had to cut the rods in order to remove the screws. The surgery was extended by 40 mins.